Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: 118001, versa-dial/comp ti std taper, 016610; 113055, versa-dial 50x24x52 hum head, 792010; 113633, comp primary stem 13mm mini, 283780; pt-113950, pt hybrid glen post regenerex, 865440. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07688.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty procedure due to osteoarthritis. Subsequently, the patient experienced worsening subluxation following a pectoralis tendon transfer procedure. It is also reported that the patient has pain on both the anterior - superior and anterior - lateral sides. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.